Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers was not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2019-00015 for patient's right eye.

Event description:
It was reported that following bilateral cataract plus trabecular micro bypass stent system procedures, the patient presented with elevated iop with persisting pigment in the anterior chamber (ou) which required medical intervention. Following tapering down of medication, the iop remains in ¿upper tens on two (2) medications¿. The surgeon confirmed that the stents are well positioned in both eyes, and suspected the high pressure as a result of the pigment blocking the trabecular meshwork (tm). Following medical consult, the surgeon plans to review the patient medical history as potential contributing factors of the reported event. Additional information is being requested. This report reference patient's left eye.

Manufacturer narrative:
Relevant tests/laboratory data: estimated based on the information received. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2019-00015 for patient's right eye.

Event description:
Through follow-up, the surgeon provided the following additional information. Following the right eye cataract procedure, the surgeon was unable to implant one (1) of the two (2) stents in the trabecular meshwork (tm) and the stent could not be retrieved from the eye (od). The left eye cataract plus stent procedure was uneventful. Postoperatively, the patient was treated with glaucoma medication (diamox). According to the surgeon, retained viscoelastic and hyphema contributed to iop increase. At last visit, the patient status was reported as ¿good iop on two (2) drops with pigment in the anterior chamber (ac) resolved¿. The surgeon was in process of tapering off one (1) drop, and the adverse event was reported as resolved. This report references the patient's left eye.